Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system. Smart touch bidirectional catheter, model # d-1327-04-s. Baylis medical transseptal needle. Oscor destino reach sheath. Esophastar catheter. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent a cryoballoon ablation procedure for paroxysmal atrial fibrillation with a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. During transseptal phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram and echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid, as the intervention was in progress at the time of complaint report. Patient required an overnight stay in the hospital as a result of the adverse event. Patient fully recovered. It was noted that the patient was in atrial fibrillation during the procedure. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred during transseptal puncture. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath in use was an oscor destino reach. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no radiofrequency ablation was performed. Irrigated catheter flow setting was not reported, as no ablation catheter was used in the patient¿s body. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding spi value, catheter proximity, or zeroing of the catheter. There were no error messages reported on any bwi equipment during the procedure.